Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure stent dislodgment occurred. The 99% stenosed target lesion was located in the severely tortuous common iliac artery. An express-vascular ld, pmtd, 7.0x30x75cm stent was advanced through a 6fr non-bsc sheath. The stent would not cross the lesion. Upon retracting the stent into the sheath, the stent dislodged in the external iliac artery. The stent was able to be deployed using the stent delivery balloon. Another express-vascular ld, pmtd, 7.0x30x75cm stent was implanted in the original target lesion. There were no patient complications reported with the patient's current condition listed as "good". This product is only ous approved but is similar to an approved us device.